Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use during the event. The issue occurred during morning routine checks. The following procedure had to be rescheduled. The philips field service engineer (fse) inspected the system on-site and found that the system was not booting up completely. Analysis of the log file showed a malfunctioning flex vision pc; the host-pc could not connect to the flex vision-pc. Upon troubleshooting, the fse found that the flex vision-pc was not booting up. To resolve the issue, the fse replaced the flex pc. After replacing the flex vision-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.